Manufacturer narrative:
The manufacturer previously reported an issue related to sound abate foam. This action was reported to FDA per 21 cf1 part 806. The device will be corrected per res 88058.

Manufacturer narrative:
The manufacturer previously reported an allegation of an issue related to sound abatement foam. A correction to b5 was made and should be: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging coughing,dizzy,shortness of breath,dizziness,white particles in mask,fatigue related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. The device was returned to the manufacturer's service center for further evaluation.  The manufacturer evaluated the device externally and observed a crack in the top enclosure crossing the ambient light sensor pass-through, contamination and other presence of light wear and tear observed. The manufacturer evaluated the device internally and observed contamination in the blower box around the blower seal appearing consistent with the keratin contamination with degraded sound abatement foam,evidence of liquid ingress and dust/dirt contamination observed in the blower. The device powered on and airflow was confirmed. The device's downloaded logs were reviewed by the manufacturer. There were no errors found. The manufacturer concludes that they could not confirm the customer's allegation and they confirmed the presence of contamination in the blower box appearing consistent with keratin contamination and they confirmed the evidence of degraded sound abatement foam was observed also confirmed the crack in the top enclosure. Section h6 health impact code was missed to capture in previous MDR,now it is corrected and updated in htis report.

Event description:
The manufacturer received information alleging an issue related to a continuous positive airway pressure (CPAP) device's sound abatement foam. There was no report of patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.